Event description:
A patient reported an adverse event to organogenesis on february 2002. The patient stated that they had been treated with a unit of fortaperm on approximately december 2001 for a mastopexy procedure. The patient was calling the company to obtain information about the product. The physician had told patient that alloderm was being used, but patient's medical chart indicated that fortaperm was implanted. After implantation the patient developed a seroma with serous drainage. The infecting organism was identified as methicillin-resistant staphylococcus aureus. The patient was treated with IV vancomycin for about a month, twice a day. The patient attempted to remove the product themselves, and then went to the emergency room to have a physician remove the rest. The product was removed in the beginning of 2002.